Manufacturer narrative:
Results: a piece of the smart coil pet lock was inside the handle. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked. This damage was likely incidental, and may have occurred during packing the device for return. Further evaluation of the returned devices revealed that a piece of the smart coil pet lock was inside the handle. By design, the pet lock fractures and separates when the smart coil is detached using a handle. In this instance, a piece of the fractured pet lock became stuck inside the handle, which did not affect the functionality of the smart coil or handle. The pet lock was removed from the handle by a penumbra investigator and the handle was functionally tested using the handle fixture. The handle functioned without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached initials smart coils in the aneurysm using a handle. While detaching the last smart coil using the same handle, the smart coil pusher assembly broke off and remained inside the handle. The procedure ended at this point. There was no report of an adverse effect to the patient.